Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during open procedure, the tacker device was used to secure mesh to the sacral promontary at a sacro colpopexy, the user have noted that sometimes the tacker rotates the graft as it is securing it in place. On this occasion it has led to the periureteric tissues being drawn into the midline causing kinking of the kidney and subsequent renal damage to require a nephrectomy.